Manufacturer narrative:
(B)(4). Batch # unk. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, an unknown error kept displayed. When checking the device in unclean field, it was found there was a crack on the blade and then the blade broke. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.